Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Doctor reported that the insulin pump alarmed button error mainly caused by a faulty up arrow button. The battery was taken out for 24 hours and the alarm occurs again when reinserting the battery. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.